Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the occlusion alarms started occurring around the same time that the customer switched from humalog to apidra insulin. The customer's blood glucose (bg) level was above 600mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the cartridge and infusion set were found to be operating as expected. The customer declined to remove their infusion set site to inspect the cannula. Tandem technical support advised the customer to switch back to an insulin that is labeled to use with the pump and also advised to expand their site selection.